Event description:
The customer reported that the ventilator alarmed and shut down during transport of the patient. The customer reported there was no patient harm. Review of the device diagnostic history noted a vent inop occurrence due to a data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer was unable to duplicate the reported problem. The service engineer replaced the data acquisition pcb to motor controller pcb board cable and data acquisition pcb board to address the reported problem. Final testing was completed to operating specifications.